Event description:
Device 1 of 2 . Reference MFR. Report# 3006705815-2019-00883.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2019-00883. It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. In turn, the patient underwent surgical intervention wherein the scs system was explanted.